Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing. The device also received an eol alert. Device replacement will be scheduled.